Event description:
It was reported that the patient was hospitalized due to hypoglycemia. The patient's blood glucose levels dropped to around 20 mg/dl while wearing a pod. Despite good faith attempts to obtain additional medical event details, no further information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.